Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, at 15:30 on (B)(6) 2020, the patient was given indwelling needle infusion for treatment. After successful puncturing, fluid leakage was found on the white skin plug of the indwelling needle (lot#8305834), which could not be used for normal indwelling. The needle was withdrawn and discarded immediately. After checking,customer replaced other closed vein indwelling needle to complete the operation without problem. When receiving the report, the coordinator of adverse events verified the case on the spot, took photos for confirmation, and reported the case to the head nurse, the coordinator also reported this case to the committee and the wechat group of the department, reminded the general nursing staff to pay attention to the inspection before using, the coordinator filled in the report form of adverse events with photos, and reported to the purchasing office."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8305834. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided photograph and previous investigations into similar events, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings occur sporadically during the extruding process and are related to the amount of stiffener in the material. To address this situation bd has updated manufacturing work instructions to optimize control settings for each gauge and have retrained extrusion personnel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, at 15:30 on (B)(6) 2020, the patient was given indwelling needle infusion for treatment. After successful puncturing, fluid leakage was found on the white skin plug of the indwelling needle (lot#: 8305834), which could not be used for normal indwelling. The needle was withdrawn and discarded immediately. After checking,customer replaced other closed vein indwelling needle to complete the operation without problem. When receiving the report, the coordinator of adverse events verified the case on the spot, took photos for confirmation, and reported the case to the head nurse, the coordinator also reported this case to the committee and the wechat group of the department, reminded the general nursing staff to pay attention to the inspection before using, the coordinator filled in the report form of adverse events with photos, and reported to the purchasing office."